Event description:
It was reported that patient presented in clinic for follow up. Upon review, high pacing impedance was noted on ventricular lead. The lead was explanted and replaced. The patient was stable throughout the procedure.